Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. As a preventative measure (pm), the power distribution printed circuit board (pcb) was replaced. The power distribution printed circuit board (pcb) was received. However, since it was replaced as a pm, no sample evaluation was required per procedure. The system was manufactured on may 15, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during the removal of the nucleus during a cataract extraction procedure the system turned off. Technical services was contacted and the system was restarted four times. The case was completed. There was no harm to the patient. Additional information was requested and received.